Event description:
A customer reported to baxter (B)(4) of an unknown baxter set that had air in the line while attempting to infuse an gammagard in a patient. The transfusion staff had to change the tubing a few times to be able to continue administration. It seems that this type of tubing does not work well with the infusion devices used at this facility: hospira plum a+ pump. There was no report of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, this report does not have a us 510k number provided. It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer advised that the tubing that was being used is gammagard s/d box. The bubble formation was noted after the infusion of approximately ¿ of the bottle and the pump stopped approximately 1 hour to 1 hour and a half after the beginning of the infusion. There was no patient injury or medical intervention as a result of the pump stopping infusion. This defective product is sold as a stand alone product and not just a component within the kit. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The directional insert for this product was reviewed and the directions for use were found to be sufficient in providing information on the use of this product.